Event description:
It was reported that the patient had their system controller and modular cable exchanged per recommendations. The patient did not experience any symptoms and there were no further alarms since the exchange. No products were returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained data from 11jul2021 to 16jul2021. The pump operated as intended at the set speed for the duration of the log file. On 16jul2021 at 6:01:32, the log file recorded a driveline power fault alarm associated with power b. The alarm remained active throughout the remainder of the log file and pump function was not interrupted. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced a controller fault alarm. The submitted log files revealed that driveline power fault alarms were present. The patient¿s system controller and modular cable were reportedly exchanged. The patient has reportedly not experienced any further alarms. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 01nov2017. The heartmate 3 left ventricular assist system instructions for use, is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report: 2916596-2021-04104. It was reported that the patient was experiencing a controller fault alarm. Review of the patient's log files showed that on (B)(6) 2021 driveline power faults were occurring.